Event description:
This report was received via the dentist who reported that prior to using the power cart, she noted that the slow speed handpiece, an accessory to the power cart, was over heating and smoke was being emitted from the unit.